Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the plastic distal end cover, bending section cover and adhesive on the bending section cover all had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (establishment name). Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was found at the locations where foreign material remained. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif-q150 operation manual, chapter 3 "preparation and inspection". -preventive measures: gif-q150 reprocessing manual, chapter 3 "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.